Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 143 mg/dl, 72 mg/dl, and 127 mg/dl. Customer felt like his blood sugar was low, so he ate an orange and felt better. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.